Manufacturer narrative:
Evaluation results: the reported condition of non-delivery was not confirmed or duplicated. Visual inspection revealed a cracked right support and support body.

Event description:
Director of biomedical services reported one I pump in which a non-delivery of an unknown drug setup as an epidural was detected during patient use. The reporter stated that according to the nursing staff, "the unit did not alarm. It had indicated according to nursing staff, that it had given medication, but the bag was still full." Reported stated that no injury is reported at this time. Reporter stated that he did testing with bag of saline, "checked calibration of it and it ran fine. Also checked upstream and downstream alarm functions; worked in accordance with mfg specifications. Basically, I did not find anything wrong with it at this point."